Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient receiving an unknown drug via an implantable device. The indication for use was intractable spasticity. The patient had a pump replacement (B)(6) 2016 and it was reported that the patient was being taken back in on (B)(6) 2016 to clean out the patient's catheter site and per the reporter if infected they would explant it.

Event description:
Additional information was received from a manufacturing representative through a health care provider (hcp). The hcp told the manufacturing representative it was being scheduled as an add-on. The catheter site was cleaned out, and he felt like it was fine. The manufacturing representative had not heard anything else, so they assumed the patient was doing fine now.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.